Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 1 year and 1 month post primary surgery the surgeon revised the insert and implanted a thicker one. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 august 2022: lot 2011122: (B)(4) items manufactured and released on 23-dec-2020. Expiration date: 2025-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.